Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as lot and part number was not provided. Based on the available information, a cause for the reported mitral stenosis could not be determined. Mitral stenosis, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Event and implant dates estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed mitral stenosis. In a general comment, the physician stated that he believes patients with calcification at the mitral valve annulus have worsening symptoms after the mitraclip is implanted. No additional information provided.